Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the universal surgical manipulator (usm) 4 moved without command. Usm 4 was undocked from the patient. The customer received phone assistance from the technical support engineer (tse). The tse did not find any related error in the logs and explained that it could be due to grab and move or clutch function. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The system functionality was checked upon powering on the system without errors. The issue occurred once. The customer decided to continue with the procedure. There was no patient injury as a result of the event.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse did not find any related error in the logs and explained that it could be due to grab and move or clutch function. No site visit was conducted.